Event description:
It was reported that during a laparoscopic gastric bypass procedure the surgeon fired several firings across the stomach tissue with white reloads. When the surgeon observed the staples there was one firing with staples that had an open gap. He then used suture to secure the staples and completed the procedure with that device and additional reloads. The device was removed each time with no tissue damage, there was no noises heard during the firings. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with one ecr60w cartridge reload present. The reload was received fully fired. In addition, the received reload was evaluated under magnification and no anomalies were noted. In order to verify the integrity of internal components the returned cartridge was disassembled and no anomalies were noted, no damage on cartridge deck was found. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Intra-operative photos were received. Based on the photographic evidence the belief is that the complication is the result of deck deflection. The complication was the result of the tissue being beyond the ecr60w (white) staple cartridges gap specification and the ple60a devices ability to bring the captured mass into thickness compliance.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: I appreciate you response to our report of ple60a malfunction during a laparoscopic gastric bypass procedure. I want to clarify some facts about the case. The white load that malfunctioned was fired on the small intestine during the jejunostomy anastomosis not on the stomach as reported. I apologize for the misunderstanding.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.